Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in one piece. Final analysis found external insulation abrasion breaching the outer insulation at 16.7 -17.0 cm and 18.0 - 18.5 cm from the distal tip, consistent with lead friction to another device or feature of the patient anatomy. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis (external abrasion).